Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. When the surgeon requested the patch, the package was opened. He attempted to roll the patch to insert it through the trocar but it cracked. The device could not be used. Another manufacturer's device was used to complete the procedure. No patient injury reported. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.